Manufacturer narrative:
The last calibration was performed on (B)(6) 2021 with acceptable results. It was noted that the qc results were not acceptable and that the sample centrifuge time was too short and the speed was too high. No further issues were reported after the service visit. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer performed qc tests with acceptable results. It was noted that the customer suspects that the salt on the reference electrode likely caused the erroneous result. The field service engineer noted that a top-end fluidic cleaning was required and performed the cleaning, in addition to replacing the cl, na, and k electrodes. Precision, calibration, and qc tests were then run successfully. The investigation is ongoing.

Event description:
The initial reporter complained of a questionable sodium result for 1 patient sample on a cobas 6000 c (501) module analyzer. The initial result was 134 mmol/l and the repeat result was 140 mmol/l. The patient results were reported outside the laboratory. The repeat result of 140 mmol/l was believed to be correct. The electrode lot number was f47 and the expiration date was asked for but not provided.